Event description:
Tried to calibrate the swan-ganz catheter prior to the surgery. The catheter failed to calibrate using multiple cables. Ended up getting a new catheter and was able to calibrate new catheter without issue.